Event description:
It was reported that the patient had experienced numerous respiratory adverse events. The plan of care was a one way extubation, however prior to the patient being extubated it appeared as though they had suffered a hemorrhagic stroke. Care was withdrawn and the patient expired peacefully.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The respiratory events the patient was experiencing were not left ventricular assist device (lvad) related. The were not any changes to the patient's anticoagulation status that may have contributed to the stroke. The patient was not symptomatic, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists respiratory failure, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A direct correlation between the device and the reported events (respiratory failure, hemorrhagic stroke, and patient outcome) could not be conclusively established through this evaluation. The device reportedly operated as intended and would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.